Event description:
The clinician reports the implant was inserted 202 6(b)(6) in ADA 4. Details of surgery: Ridge augmentation. On 2026 (b)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Peri-implantitis. No further patient complications were reported.